Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Upon interrogation, the implantable cardiac monitor was found to have unexpectedly reset, likely due to MRI exposure. The device was successfully restored, and the patient was in stable condition.